Event description:
Customer reports via phone that while performing a CT pe chest with contrast on a (B)(6) female ER pt. IV site was the right ac with a 20ga antiocath. Optiray 320, 100ml prefilled syringe loaded into the injector. Injection protocol of 4.5ml/sec for 100ml volume was started. Post CT scan, staff noted swelling at IV site, and it was noted approx 60ml contrast had infiltrated. Pt had no complaint of pain at the injection site. Radiologist was notified and pt was treated with cold compress and elevation of the right arm. ER physician was notified, and pt transported back to the ER. Pt was admitted to the hospital due to illness. F/u two days later by staff found the pt still had edema, but it was determined to be due to their condition and not the infiltration.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.